Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient had a pump exchanged (unspecified date) due to pump thrombus. It was also noted the patient expired on (B)(6) 2018. Additional information was requested, but not provided.

Event description:
Additional information: it was reported that the patient developed chronic pump thrombosis and showed effects of increased creatinine and hemolysis. The patient was transfused with many blood products in the operating room (or) due to bleeding. The patient was on the ventilator and required significant inotropic and pressor support from or until expiration. The surgical intervention, massive bleeding and resulting respiratory failure were the main contributors to the patient¿s expiration and not a result of pump or device malfunction and not directly related to device therapy. The patient expired on (B)(6) 2018. No additional information was provided.